Manufacturer narrative:
The 510k: this report is for an aiming arm - unknown lot; unknown part. UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported devices were used in surgery for femoral trochanteric fracture on (B)(6) 2018. During a surgery on (B)(6) 2018 for a femoral trochanteric fracture, when the surgeon inserted a guide-pin, they felt something abnormal. After inserting the guide-pin, the surgeon used a reamer, however, it interfered with the nail. After that, the surgeon inserted the blade, then it was found that the blade had not gone through the nail¿s hole. All constructs and any instruments were removed and replaced, which resulted in a 40-minute delay. There was no adverse consequence to the patient. The surgeon¿s comments: the fracture area was observed to be wide. The aiming-arm may have shifted downward and the blade would not go through the nail¿s hole. Concomitant device: 1x 472.100s / lot l613513 (pfna-ii 9 xs 125 l170 tan). This complaint involves two (2) devices. This report is for an unknown aiming arm. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported devices were used in surgery for femoral trochanteric fracture on (B)(6), 2018. During a surgery on (B)(6), 2018 for a femoral trochanteric fracture, when the surgeon inserted a guide-pin, they felt something abnormal. After inserting the guide-pin, the surgeon used a reamer, however, it interfered with the nail. After that, the surgeon inserted the blade, then it was found that the blade had not gone through the nail¿s hole. All constructs and any instruments were removed and replaced, which resulted in a 40-minute delay. There was no adverse consequence to the patient. The surgeon¿s comments: the fracture area was observed to be wide. The aiming-arm may have shifted downward and the blade would not go through the nail¿s hole. This report is for an unknown aiming arm. This is report 2 of 2 for (B)(4).